Event description:
This spontaneous report was received on (B)(6)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 0701156, expiration date and frequency unspecified). After an unspecified duration, on (B)(4)-2012, the consumer stated that while brushing the teeth, the toothbrush broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 0701156, expiration date and frequency unspecified). After an unspecified duration, on (B)(6) 2012, the consumer stated that while brushing the teeth, the toothbrush broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 0701156 to 07011sgs2. Retain samples were evaluated for lot 07011sg and found to meet specification. A returned sample of one carton of reach total care plus whitening toothbrush lot 07011sgs2 included a used toothbrush was received with no package. Sample was visually inspected and a crack was observed in the middle of the toothbrush. Based upon an acceptable document review and no adverse trends, a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.